Event description:
It was reported that this right ventricular (rv) lead exhibited a fractured lead bipolar impedance greater than 3000 ohms. There was no capture bipolar, only unipolar. Impedance issues, oversensing, and pacing inhibition were also noted. This rv lead was explanted and replaced with the same model. No additional adverse patient effects were reported.